Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, this implantable cardioverter defibrillator (ICD) device was interrogated by a boston scientific field representative and was found to be in safety mode with limited critical therapy still available. The device was subsequently explanted and replaced six days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during a routine follow-up, this implantable cardioverter defibrillator (ICD) device was interrogated by a boston scientific field representative and was found to be in safety mode with limited critical therapy still available. The device was subsequently explanted and replaced six days later. No additional adverse patient effects were reported.